Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results a photo was submitted by the customer showing the possible balloon burst. Visual examination of the returned complaint device found that the catheter was cut off from the rest of the device. Both parts were returned. It was also noted that the balloon of the device was burst. It is possible that the balloon was burst which demonstrate the application of excessive force during handling or usage. Forcing the device against significant resistance could result in device damage or loss of functionality. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the balloon was inflated to 20 mm, while holding for 45 seconds it was noticed that the balloon popped. Reportedly, the remaining sterile water was released in the patient's stomach. There were no patient complications reported as a result of the event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the balloon was inflated to 20 mm, while holding for 45 seconds it was noticed that the balloon popped. Reportedly, the remaining sterile water was released in the patient's stomach. There were no patient complications reported as a result of the event.